Event description:
Boston scientific received information that the patient with this device was reportedly syncopal on three separate occasions on the same date. The first episode corresponded to the patient operating a hand sprayer; a second syncopal event occurred later that day while cooking. The final syncopal episode occurred when the patient was reaching for a phone receiver. The patient has been reported as doing well since this date, with no additional syncope. In parallel, right ventricular (rv) impedance measurement of >2000 ohms were recorded around the date of the syncopal events. Additionally, a lead safety switch was observed a few month prior. Device maneuvers showed no artifact nor impedance variations on the rv, in unipolar or bipolar and thresholds were stable. The implanted leads are non-boston scientific. The device was then reprogrammed to ddd with rv detection in bipolar and rv stimulation in unipolar. Boston scientific's internal technical services reviewed device history with the following considerations and information. The device showed a total of 104 ventricular tachycardia (vt) episodes; 91 were recorded a few weeks prior to the date of the reported syncope. The device also showed some pacemaker mediated tachycardia and numerous atr episodes also on this same date. The episode review showed extensive moypotentials on both leads which were oversensed on both channels with ventricular pauses greater than two seconds which likely caused the patient's syncope. The ts review confirmed normal impedances prior to and after the date of the syncope; however, due to the out of range values, lead integrity testing was recommended. Depending on lead architecture (co-axial or co-radial) of the non-boston scientific lead(s), reprogramming of the lead in unipolar may prevent oversensing. The evidence of noise on both channels could be representative of clavicular crush. As both leads appear to be damaged, ts cannot predict future system behavior.

Manufacturer narrative:
Should additional information be received, this event will be further updated.